Event description:
Reporter stated the infusion device does not deliver insulin correctly and it takes double the amount of insulin it should to lower the customer's blood glucose. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.